Event description:
It was reported by a customer on (B)(6) 2010, a message appeared on the screen to inspect and clean fiber. Per the customer, the fiber was cleaned and the fiber was inserted again. Also, it was reported that inside of the capitor the aiming beam was moving back and forth. No errors on the laser were reported at 51,523 joules. No patient injury was reported.